Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse in (B)(6) of patient made mistake/ touch contamination and peritonitis with culture positive for klebsiella pneumonia in a female patient ((B)(6)) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex 1.5% (dose, frequency and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer service, the following was reported. On an unreported date, the patient made mistake/ touch contamination, which resulted in peritonitis (date of onset unknown) reported on (B)(6) 2012. On an unreported date in (B)(6) 2012, a peritoneal effluent culture was performed which was positive for klebsiella pneumoniae. On an unreported date the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was again hospitalized for peritonitis. Treatment was not reported. The catheter was pulled.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - breach in aseptic technique issue and peritonitis is confirmed. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The product code is unknown, 510k number is unknown.